Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
Related manufacturer reference number: 2017865-2019-11990. It was reported that the patient presented for an initial system implant procedure. After closing the device pocket, it was noted that the patient's blood pressure began to drop and was concluded to be due to a pericardial effusion. It was noted that there was a small amount of blood that was observed in the pericardium but no active bleeding. A chest tube was inserted and the patient was transferred to the intensive care unit for non-urgent drainage. The patient's condition was stable after the procedure.